Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of 3 endosseous dental implants. Implants were placed on 06/06/97 in site #18, 19 & 21 (class I bone) during a routine procedure. Implant in site #19 was removed on 07/09/97, and implants in sites #18 and #21 were removed on 07/14/97. Patient experienced pain and swelling at the time of implant failure. The clinician reports that the reason for implant failure may be due to overheating of the bone or some type of infection. The removal of the other two implants are covered under MFR. #1222315-1997-00367, and 00268.